Event description:
Boston scientific received information that this right ventricular lead had fluctuating pacing impedances as well as some inappropriate shocks were observed during the follow up. Before a revision took place, pocket manipulation showed noise on the right ventricular channel which was sensed by the device. A revision procedure was planned and upon explant, insulation damage was noted. A new lead was implanted with the same device and no noise was seen. No adverse patient effects were reported following the procedure. This lead was capped and abandoned and will not be returned for analysis.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.